Event description:
The customer reported that they were unable to achieve pacing capture with this device.

Manufacturer narrative:
The customer reported that they were unable to achieve pacing capture with this device. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.